Manufacturer narrative:
Pump speed drop and pump stoppages were confirmed through the evaluation of submitted system controller log files; however, a specific cause for the reported event could not be determined conclusively through this evaluation. A technical services representative was onsite on (B)(6) 2017 to perform a distal end driveline repair. Based on previous complaint experience, the event appeared to be consistent with potential driveline issues. A section of the driveline approximately 20.5 inches long was returned for evaluation. Rescue tape was observed approximately 2.5 inches from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the rescue tape, a superficial tear was noted; however, the underlying bionate was free of damage. Metal braided shield disruption was noted approximately 2.5 inches and 14 inches from the metal connector after removing the silicone jacket. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the driveline revealed abrasion to the insulation of the orange wire approximately 7 inches from the metal connector; however, the driveline was submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation and this test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 3 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted after reporting 2 driveline fault alarms. Interrogation of the history confirmed two brief pump stoppage events. The technical service team was on site (B)(6) 2017 and performed a distal end percutaneous lead (driveline) repair. There were no immediate alarms following the repair. No alarms occurred overnight and the patient was to be discharged home with an ungrounded cable.